Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during a routine device check. Non-sustained t-wave oversensing was noted. Review of the egm's confirmed t-wave oversensing followed by low r-wave amplitude. Programming changes and dft was recommended. The physician decided to continue to monitor the patient. The patient was stable.